Event description:
It was reported that this right atrial (ra) lead dislodged shortly after it was implanted. The patient underwent a repositioning procedure and the ra lead was successfully repositioned. No additional adverse patient effects were reported.